Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device displayed 50 joules instead of the selected energy of 150 joules. No patient impact.